Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for service. There was no report of patient harm or injury associated with this event. The device was evaluated at a third-party service center. During evaluation, the blower was determined to be defective, exhibiting irregular flow, and was replaced. The device log files were successfully downloaded and reviewed. The logs identified an error indicating the vbus dropped below 8.000v. This condition may be associated with depletion of all available power sources, a fault in the active power source, or a power path circuit malfunction. An additional error was identified, indicating no usable power sources connected. This condition may occur when both internal li-ion batteries are below 12.000 v, when vbus remains below 8.000 v for greater than or equal to 1.5 seconds, when the internal is battery fully depleted, or due to a power path hardware fault, system printed circuit assembly (pca) fault, or internal battery fault. As part of preventive maintenance, the air foam inlet filter, particulate filter, and muffler were replaced. Following completion of repairs and maintenance, the device was tested and met all functional and performance specifications.

Manufacturer narrative:
The reported failure of the blower was defective due to inadequate flow is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.